Event description:
Information was received indicating that a smiths medical administration set was reported to be "underinfusing a patient's life sustaining medication. They indicate that the amount of liquid that remains in the bag ranges from 100 mls to 600 mls. The pumps have been changed but this didn't change the results. There is always extra liquid in the bag. The patient noted that the problem started after the green tab was added to the tubing a few months ago. Here were no reported adverse events.